Event description:
It was reported that the exeter stem had broken. Original implant date 2009, revision at about one week later.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.